Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. The cause of access site bleeding was most likely patient condition related since patient was oozing from multiple sites.

Event description:
The user facility reported that a patient on impella 5.5 support was oozy from the access site. Two days later, the patient was taken to the operation room for a washout at the impella site due to a large hematoma because the wound vac clotted off. The patient is stable.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.